Event description:
Caller alleges hcp changed/set his basal rate to 2.8 units/hour on (B)(6) 2018 and two days later on (B)(6) 2018 when he looked at the pump, the basal rate displayed as 2.3 units/hour. No adverse event reported. Requested return of the alleged device for evaluation.